Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field even of high threshold was not confirmed. The atrial septum was damaged. Analysis performed indicated normal device characteristics. No anomaly was found. The cause of the reported high thresholds could not be determined.

Event description:
It was reported that the pulse generator exhibited unacceptable thresholds. The device was ex planted and replaced.